Event description:
It was reported that the pt experienced a loss of therapeutic effect approx one month after implant of a new pump and catheter. The pt saw improvement in lower body spasticity but had an increase in upper body spasticity. The pt was very stiff and less mobile than prior to the implant. The pt experienced "more pain and stiffness with more increase in medication". The pt also had constipation. Per the reporter, "for a long time" the pt had constant pain and occasional swelling at the catheter site. The concentration and daily dose of lioresal being administered via the pump were not reported. Per the hcp, there were no signs and symptoms associated with the event and it was not attributed to the device system. The pt underwent multiple dose adjustments without change. The cause of the event was noted as "zone of injury pain". The device was subsequently explanted. Final pt outcome was not reported.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n138480, implanted: (B)(6) 2008, product type: accessory. Product ID 8840, product type: programmer, physician. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8590-1, lot# n138480, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
[Correction to the previously reported information: "the device was subsequently explanted". The available information suggests the device was never explanted, and the patient continued to have complaints with the same pump. The manufacturer's implant records also indicate that the device remains implanted and in service.] It was additionally reported that the patient had an x-ray, but it did not reveal a kink. Additional information received reported that the patient had been having complications since implant. The patient's leg "spas out"; they stiffen up, and would "go straight out." Then the patient's legs would relax and were more flexible. This would happen off and on, and this had been happening prior to implant, and also after implant. The patient told her doctor she did not like the pump; did not think it had helped her very much since implant; and that she would like to have the pump removed. Additionally, since (B)(6) 2014, the patient was more stiff than normal. The patient was having a harder time transferring herself, and her core muscles seemed more rigid and tight. Normally when the patient did her stretches, she was sometimes tight and stiff, but if she stretched, it usually relaxed; however, on (B)(6) 2014, it did not. The patient also noticed she was really stiff (B)(6) 2014. The muscles were tight, and it sometimes felt like pins and needles were stabbing her, but she stated the pins and needles were not going away and they were really bothering her, and it was painful. The pump system was being used to infuse baclofen (unknown).

Manufacturer narrative:
(B) (4).